Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had new symptoms and changed symptoms. The caller stated the ins implanted in the right side of the chest. The patient programmer showed 3.60 on the programmer with bars. The caller was not sure what the doctor direction exactly was, the caller thought it was to make the adjustment to 3.3. Patient services suggested not doing anything until they got the direction from the doctor. The caller was redirected to contact the doctor, but the caller was not exactly sure what the doctor wanted. New symptoms ¿ the caller stated the doctor instructed the caller to adjust the stimulation from 4.0 to 3.6 because the patient was having involuntary leg movement and ¿other movements.¿ the caller also stated now the patient¿s symptoms have changed and they were acting like they were intoxicated and were slurring their words and had a ¿funny little grin¿ on the patient¿s face, which was not normal. Caller stated last weekend the symptoms changed. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the sudden symptoms the patient experienced, including dyskinesia, were due to an adjustment that was made to the deep brain stimulator (dbs). The symptoms fully resolved with a dbs adjustment. No further complications were anticipated.